Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: pt had noise on rv lead causing periodic pauses in pacing. Noise was reproducible. Threshold had also rose to 2.3v. The patient was admitted to hospital and the rv lead was capped. Should additional information be received, this file will be updated.